Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture confirmed via MRI and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, creases and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Physician reported left side rupture confirmed via MRI and capsular contracture, baker grade ii. The device has been explanted.